Manufacturer narrative:
Date of incident was estimated based on the date when customer phoned a service technician to file a complaint on auto logic mattress. The investigation is ongoing. Further information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.

Event description:
On 29 may 2025, arjo became aware of the information that the patient pressure sores got worst to stage 3 category. The customer informed that they had four auto logic systems used for that patient treatment, that had inflating issue. The auto logic systems were registered under manufacturer medwatch report numbers/ importer reports numbers: 3005619970-2025-00022 / 1419652-2025-00029; 3005619970-2025-00023 /1419652-2025-00030; 3005619970-2025-00024 / 1419652-2025-00031; 3005619970-2025-00025/ 1419652-2025-00032. All of them are related to the serious pressure sore development. The customer could not established on which system the patient sustained the injury. The customer stated, when a patient is placed in a flat position, the mattress is working correctly, but when placed in a chair position then their buttocks and lower part of back go dippen and are on the hard surface of the bed. The pumps were alarming visually and audibly about the issues with a system. The icons indicating a service need was visible and the icon informing about mattress not fully inflation indicator was also visible.

Manufacturer narrative:
The investigation is ongoing. The process of gathering information is still in progress. Further information will be available in the final report.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be sent within the final report.

Manufacturer narrative:
On 29 may 2025, arjo became aware that the patient's pressure sores had worsened to a stage 3 category (from stage 2) during use of the auto logic system. The customer informed that one of the four systems that have in the facility could be used with this patient. The facility staff was not able to confirm on which system the patient sustained the injury. This investigation is related to one of them (pump (B)(6) / mattress (B)(6)). The customer stated, when a patient is placed in a flat position, the mattress is working correctly, but when placed in a chair position then their buttocks and lower part of back go dippen and are on the hard surface of the bed. When the technician came onsite, it was found that the pump was alarming visually and audibly about the issue with the system. The icons indicate a service need and the mattress is not fully inflated. Complaint handler ssu was contacting the customer for further details, and the customer staff claimed that initially, there was no icon informing them about the mattress not fully inflation issue when they were placing the patient on the mattress. It appeared after some time, but they are not able to tell how long after putting the patient the icon appeared, and for how long the patient was on this mattress with this icon. They moved the patient to a different mattress when it was finally available (the ward is constantly fully occupied). The technical evaluation revealed that the mattress deflation issue was caused by an open diagnostic port, which is intended solely for service purposes. Once closed by the technician, the mattress inflated properly and was confirmed to be airtight. Despite the malfunction, both visual and audible alarms were functioning correctly and were observed by the customer. According to the instructions for use (IFU 630933en_09 08/2019), users are warned: "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached". "The controls are situated on the top of the pump and a sophisticated alarm system differentiates between normal operation and genuine system faults. If an alarm situation is detected an indicator illuminates on the top land front of the pump and an audible warning sounds" . Additionally, the IFU inform users about the action that should be done when the system malfunction is being detected, what parts should be check and what actions should be done to resolved the issue. IFU aware users to, "if the trouble shooting procedures do not return the system to normal performance, stop using the system immediately and call the service engineer". "If existing wounds do not improve or the patient's condition changes the overall therapy regimen should be reviewed by the prescribing clinician. The above are guidelines only and should not replace clinical judgement". The IFU informs users about the way of: "the auto logic systems are indicated for the prevention and/or management of all categories of pressure ulcer, when combined with an individualised, comprehensive pressure ulcer protocol: for example, repositioning, nutritional support, skin care. Selection should be based, upon a holistic assessment of the patient's individual care needs'.' Sum up, pressure injuries are complex and result from multiple contributing factors including: advanced age, immobility, co-morbidities, microclimate, incontinence and lack of being turned or repositioned frequently enough. A support surface is only one of many interventions that are needed in order to prevent pressure injuries. In the analysed case, the device's safety feature (alarms) functioned as intended, alerting the facility about the mattress deflation. Despite being notified, staff chose to leave the patient - who had a pre-existing pressure injury[?]on the system. Arjo device failed to meet its specification due to the inflation issue caused by the open diagnostic port. The device was in use during the patient's treatment. This complaint is assessed as reportable due to the allegation that the patient sustained a serious injury (stage 3 pressure ulcer) while using one of the auto logic systems.